Event description:
Per the clinic, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, the patient experienced extrusion of the device. Subsequently, the patient was treated with antibiotics (type, date and duration not reported). The patient also underwent a revision surgery on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced extrusion of the magnet portion of the implant, with the skin beginning to contour around the implant area. It was also reported that the implant site became very sore, preventing the patient from wearing the external device. Subsequently, the patient underwent a revision surgery on (B)(6) 2025 under general anesthesia.